Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Analysis revealed that this right atrial (ra) lead had been cut and not fractured.

Event description:
Boston scientific received information that this right atrial (ra) lead had a physical damage on the electrode end and had conductor fracture. This was verified through chest x-ray and fluoroscopy. Additional information indicates that the conductor did not appear to be exposed and the lead was held together by the insulation. However, when the physician started to manipulate the lead, the lead body separated from the tip and flopped down towards the right ventricular (rv) lead. The tip was left in the heart. This ra lead was explanted. No additional adverse patient effects were reported.